Manufacturer narrative:
" Investigation summary: a complaint of tubing splitting open and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20086499 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 12aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d 2ss cv experienced a leak and ruptured tubing during use. The following was reported by the initial reporter: "it was reported that the tubing had a split in it and was leaking. Verbatim: "we experienced a failure on item 2420-0007, lot (10) 20086499. Nurse said the tubing had a split in it and was leaking. The product was discarded as it was in use at the time. We looked at another sample from this lot and could not recreate the issue. Please let me know if your team has had any reported issues with the product."